Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called and reported the customer received emergency medical assistance due to low blood glucose on around (B)(6) 2020 with blood glucose of 32 mg/dl at the time of the incident. The customer treated with glucagon, glucose gel, and glucose tablets. The customer experienced symptoms such as becoming unconscious. Emergency medical services could not get a blood glucose reading and they were told it might be due to blood glucose being in the single digits. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller alleged delivery of insulin without user input. Troubleshooting was completed. The caller stated the reservoir was pressed while connected at the time of the incident. The caller reported the reservoir was showing less insulin than what was shown on the status screen. Self test was performed and passed. The caller also mentioned multiple insulin flow blocked alarms but was not able to troubleshoot at the time. The caller also reported damage to the reservoir retainer ring, but the reservoir was able to lock in place. The caller also reported communication issues with the sensor. The caller reported the customer had been experiencing low blood glucose events for 2 to 3 weeks with low blood glucose events of 30 and 52 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. The low reservoir alarm was set to 20.0 units. Device properly alarmed low reservoir with 20.0 units remaining in the pump status screen. The low reservoir alarm functions properly during testing. Device uploaded properly using care link. Device had scratched case, cracked battery tube threads, cracked case at the battery tube side, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).